Manufacturer narrative:
(B)(4) the device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: on (B)(6) ems was called for a (B)(6) male who was having seizures and upon the crews arrival the child was in status epilepticus. The ems crew was unable to place a peripheral IV so they placed a 15 mm needle set to the child's left leg. The placement was fine but when the clinician attempted to remove the stylet it seemed to be fused to the hub of the catheter and the plastic portion completely broke apart from the rest of the catheter. The metal catheter ended up below the patient's skin so they could not remove it. They placed a second io to the patients opposite leg which worked as intended. The child was transported to the hospital where the patient had to go to surgery for removal of the remaining catheter piece.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. The certificate of compliance could not be reviewed as the lot # was not reported. The complaint sample is not available for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
Issue reported: on 2/15 ems was called for a (B)(6) male who was having seizure's and upon the crews arrival the child was in status epilepticus. The ems crew was unable to place a peripheral IV so they placed a 15 mm needle set to the child's left leg. The placement was fine but when the clinician attempted to remove the stylet it seemed to be fused to the hub of the catheter and the plastic portion completely broke apart from the rest of the catheter. The metal catheter ended up below the patient's skin so they could not remove it. They placed a second io to the patients opposite leg which worked as intended. The child was transported to the hospital where the patient had to go to surgery for removal of the remaining catheter piece.